Event description:
I had breast augmentation in (B)(6) 2005 and by (B)(6) 2006 I started to notice brain fog, chronic migraines, chronic shoulder and neck problems, insomnia, dry mouth and dry eyes, changes in my eye sight and visual disturbances, pain in my right arm / shoulder / hand, fibromyalgia, weird shortness of breath when jogging (unusual at that time), weakness in my normally strong muscular body, hormone imbalances, adrenal stress, add symptoms and memory loss (felt like alzheimer¿s), learning challenges and personality changes (depression, lack of motivation, sleeplessness, tired but wired, exhaustion, unable to function as normal in my daily routine), had to quit exercising due to mystery pain and chronic injuries. Developed food sensitivities and digestive issues.